Event description:
One "guaze 4x4 16ply x-ray" in a vag hyster pack was determined to have the radiographically visible threads lying inside the gauze, rather than woven into the gauze. It is unk at this time if others of the 20 gauzes in the pack were defective, or if other packs contain defective gauzes.